Event description:
Facility alleges arterial line pt connector disconnected from subclavian catheter arterial port during dialysis. Rn reports air noted in arterial line 1 1/2 hours into treatment and then disconnection discovered. Blood aspirated from both ports of catheter; no air seen in venous line. Pt transported to hosp for observation. Discharged from hosp same day. No further medical intervention reported. Catheter reported to be intact following incident.